Event description:
Related manufacturer report number: 2017865-2023-72539. During an in-clinic follow-up, noise which resulted in oversensing was observed on the right atrial (ra) lead. Additionally, noise was detected on the right ventricular (rv) lead. Provocative testing was performed and only confirmed the noise on the ra lead. No further intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information received that there was over-sensing on the lead.